Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that meter and insulin pump were malfunctioning. Customer reported that blood glucose was 198 mg/dl and upon waking. Customer tested blood glucose again and it was 458 mg/dl. Customer tested again and blood glucose was 164 mg/dl. Customer did not treat. Customer was transferred.